Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and it was noted the cardiac resynchronization therapy defibrillator (crt-d) withheld defibrillation therapy for a ventricular tachycardia (vt) episode that was classified as supra ventricular tachycardia (svt). The device feature that prevents the inappropriate detection of atrial fibrillation with rapid ventricular response as a ventricular tachyarrhythmia by evaluating the stability of ventricular intervals was programmed off as a result. No further patient complications have been reported as a result of this event.